Manufacturer narrative:
If new information is received, or if the product is explanted and returned in the future for laboratory analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this right atrial lead had fractured. It was reportedly fractured approximately four years ago and taken out of service at that time. The lead remains implanted however deactivated, with no reported patient complications.